Event description:
A medwatch report received from customer stating "leaking of chemo product at junction of texium closed male luer and smartsite needle-free valve was observed by rn during the infusion process. Chemo product spilled to the floor which was cleaned and the malfunctioning set was discarded." Additional information received from biomed: the pharmacy mixes the chemotherapy and attaches the texium to the tubing prior to sending it to the nurses for use. He reported that there is a possibility that the texium is getting loosened when the nurses attach it to the IV tubing for infusion or there is not a tight connection. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of leaking. The customer stated the product had been discarded. Root cause of the leaking could not be determined.